Event description:
During a follow up call for a check heater line alarm the home patient (hp) stated there was air in the patient line when he connected. Product surveillance contacted the hp regarding the reported event. The hp confirmed there was air in the patient line while he was connected. The hp stated the patient line may not have primed completely due to problem with the heater bag. The hp stated he removed the heater bag and saw that there was no flow from the port. The hp stated he added a bag to an unused line and used the same cassette to resume therapy. The hp stated he did not know the lot number. Per the hp, he has not had any issues since with any of his supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of air in tubing without an alarm was not confirmed and the cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.